Event description:
It was reported that the patient had an infection at the ipg site. It was noted that the infection was not device or procedure related. The patient underwent an explant procedure. All device components were removed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.